Event description:
A consumer reported imprecise back to back readings on their precision xtra blood glucose monitor. The values, when plotted on a clarke error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, second injury or mistreatment associated with this event.